Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The video connector socket failed inspection as it had a broken pin. It was also noted that the front panel had a cosmetic scratch and discoloration on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite video system center had issues with the connector port during preparation for use. It was noted that the connector port where the camera plugs in had bent pins. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the pins where the camera was plugged into the port were bent (resulted in no image) occurred because the terminal of the video connector was broken and bent. The cause of why the terminal of the video connector was broken and bent could not be identified. Olympus will continue to monitor field performance for this device.